Event description:
It was reported to philips that the flexvision system was down due to a defective ep cockpit pc on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the ep cockpit pc, restoring the system to operational status. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).